Manufacturer narrative:
Informed the supplier, request supplier improve their quality of productions. Responsible person: (B)(4), date: (B)(4) 2015. Training our assembly workers, request them self-checking before assembling. Responsible person: (B)(4), date: (B)(4) 2015. Training our ipqc, pay special attention to the front caster bearings on the assembly line. Responsible person: (B)(4), date: (B)(4) 2015.

Event description:
Dealer stated that the caster bearings on a v20rlr veranda wheelchair have gone bad.